Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that approximately one day post valve replacement procedure, the right ventricular (rv) lead exhibited high thresholds and apparent fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.